Manufacturer narrative:
(B)(4). Batch # p55060 the analysis found that the plee60a device was received in good visual condition and with eight cartridges reloads present. The cartridges reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please forward the photo's to (B)(4). Response: photos are not available. The customer would not release them.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon noted an incomplete staple line two thirds of the way up the sleeve with a blue load. Following notification, I spoke with the surgeon and received additional details. Per the surgeon, it appeared as if the majority of the staple line was complete on the firing in question with the exception of the final third where he was unable to identify any staples. He uncovered this after removing the specimen and decided to go back in to check on the patient side and observed the incomplete staple line there as well after removing the fibrin sealant. Asked him if the staples were buried in the tissue and he did not know for sure. He has pictures of the specimen and is willing to forward. Per the surgeon, he over sewed the area of the sleeve in question and placed an omental patch. There were no adverse consequences for the patient.